Event description:
New information noted that no intervention was performed.

Event description:
Related manufacturer reference number:2017865-2021-38978. It was reported that the right atrial lead exhibited noise and the right ventricular lead exhibited loss of capture. Further information was requested however, was not provided.